Event description:
This lead was explanted due to high shock impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead was found cut 13 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. An approximately 11 cm long medial fragment was not returned. An explantation aid was still inserted in the distal lead fragment and a thread was found bound on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found damaged due to wear. In addition a short circuit was measured. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues and other implanted leads should be taken into consideration. Abrasion marks were detected 9.5 cm proximal to the lead tip. However, the insulation was not abraded though. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Further damages like the deformed rv shock coil and the stretched fixation helix most likely occurred during the extraction procedure due to tensile stress. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.